Event description:
The service technician foud failure code 810:11 in the event history appeared twice of a colleague infusion pump that was caused by the ail pcb (air in line printed circuit board) out of calibration. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information is available.the user interface module master software version for this device is 6.13.90, categorized as remediated.

Manufacturer narrative:
(B)(4). The ail pcb has been recalibrated.a follow-up medwatch report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). The alert date was inaccurate in the initial medwatch report. The accurate alert date is (B)(6) 2010.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). A service history review revealed that this device was previously serviced for the reported condition.